Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and was dislodged due to twiddler¿s syndrome. This rv lead was abandoned surgically and a new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.